Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08 may 2024, it was reported that the patient was showering and the adhesive from his contact detached came off which led to his infusion site coming out. No further information available.